Manufacturer narrative:
Received one device. The customer reported issue was able to be replicated through remote dose test. Upon further investigation found upstream occlusion sensor (uso) sensor was damaged, and the downstream occlusion sensor (dso) seal was detached. Replaced the uso sensor, and dso seal. Performed dso/uso sensor calibration and the device passed all functional and delivery tests performed after repair activities were completed. Software updated and device reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not recognizing the dose cord. There was no reported patient involvement. Additionally, further investigation found upstream occlusion sensor (uso) sensor was damaged, and the downstream occlusion sensor (dso) seal was detached.